Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. A field service engineer found that the station tower was showing as disconnected. The station was placed into diagnostics, and the tower was not detected. The fse powered off the station and inspected the cable connections, discovering that the medcart cable had been pinched by the medstation wheel. The cable was untangled, and all connections were verified. Upon reboot, the tower was detected successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, tower door was unable to be opened and failed to recover. Customer tried rebooting the device, but issue still persisted. There were no delays or adverse events or injuries reported based on this event.